Event description:
It was reported that the patient had 2 stimulation devices; one in the cervical area and one in the lumbar area. The leads in his neck came to the surface about 9-12 months prior to this report. Both devices were noted to have been turned off for the 1-1.5 years prior to this report. The patient still charged the implantable neurostimulators (inss). Starting about 4-5 months prior to this report, he would get a burning sensation from time to time in his neck area. It was noted that the patient had leads on the left and right side. The burning sensation felt like someone was slowly putting a burning cigarette on his skin. This would happen even with stimulation off. The patient was also having neck spasms, located outside of the range of the leads. The patient was stated to have received a back electrical shock 4 weeks prior to this report. This was noted to not have been from the device. The patient had been repairing an electrical device and got shocked from the receptacle. He tore his rotator cuff when he got shocked. The device in his abdomen was tender to the touch. The location of the battery was stated to be on the right side of his stomach below his ribs and it had been tender on and off for about a year. It would get tender when he would try to exercise or walk a lot. It was okay for a while but was really bothersome at the time of this report. Follow-up was performed to determine if any troubleshooting had occurred, if any intervention had occurred, if the cause of the event had been determined, if the patient was using the device again and receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received. Refer to manufacturer report #3004209178-2014-22435.

Manufacturer narrative:
Product ID 37713, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37743, serial# (B)(4); product type programmer, patient product ID 3888-56, lot# v511853, implanted: 2011 (B)(6); product type lead product ID 3888-56, lot# v488650, implanted: 2011 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37713, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).